Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the episodes recorded noted that the right atrial (ra) lead exhibited low p-wave amplitude and oversensing noise resulting in false atrial tachycardia/ atrial fibrillation (at/af) episodes. No intervention was performed. There were no patient consequences.